Event description:
It was reported that a cgm error 42 occurred, and similar errors had been reported three or more times with the same pump. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the problematic pump, confirmed the shipping address, and instructed the caller on how to place the pump into storage mode and return it within ten days using a pre-paid label. The customer planned to continue using the current pump for insulin delivery until the replacement arrived.